Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there was a little resistance when trying to resheath the pipeline. There was no resistance while removing the pipeline.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it was thought that the cause of the failure to open may be a product defect or a possible failure to verify the size of the blood vessel. It was believed that the catheter kickback might have been caused due to the resistance when it was not opened.

Event description:
Medtronic received a report that it was tried to perform a flow diverter + coil embolization by inserting phenom27 and headwayduo into the navien using the navien. At that time, perhaps due to the strong vascular tortuosity, the navien could only be delivered to the origin of the internal carotid artery, and the headwayduo did not reach the aneurysm, and the insertion of the navien caused a temporary spasm in the internal carotid artery, resulting in changes in blood flow, and the navien had to be collected. It was reported that catheter kickback occurred. There was no resistance during delivery and no jumping of the device during deployment. After the spasm was relieved, the coil embolization was discontinued, and fg19120-1030-1s was guided to the c3 part of the internal carotid artery, and phenom27 was delivered to m3 to deliver and deploy the pipeline device. Deployment was started from m1, but the stent tip did not deploy at all. After that, the phenom27 was long-unsheathed in order to deploy the stent landing longer, but it did not deploy. Therefore, it was collected, the stent diameter was changed to 4.25, and the placement was successfully completed after a second try. Poor deployment occurred in the distal region of the stent. The distal section of the stent was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline had been resheathed 3 or more times. There were no other steps/device taken to deploy the stent. The stent was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The devices were prepared and the catheter flushed as indicated in the package insert. The patient was undergoing surgery for treatment of an indeterminate shape, unruptured aneurysm if the internal carotid posterior co mmunicating (icpc) artery with a max diameter of 9mm and a 5mm neck diameter. The landing zone was 3.4mm distally and 4.4mm proximally. It was noted the patient's vessel tortuosity was strong. The access vessel was the internal carotid artery with a diameter of 4.5mm. Dapt (dual antiplatelet treatment) was administered and pru level was 200. Postoperative findings related to blood flow contrast showed no change. Ancillary devices include a fubuki 6f guiding sheath guide catheter, phenom 27 and headway duo 17 microcatheters, and chikai14 and synchro select14 guidewires.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.